Event description:
It was reported that the initial procedure was performed in (B)(6) 2014, to treat an 80% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and calcification. The 2.5 x 38 mm xience prime stent was deployed. On (B)(6) 2014, the patient died. The cause of death is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date: date of implant estimated. The reported patient effect of death, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.